Manufacturer narrative:
PMA/510(k) #: p050017/s006(B)(4)investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent was 2mm released although it was still secured"as per cc form": after unpacking, before the stent is pushed onto the wire, it was determined that the stent can already be seen. The fuse was still in the system and still about 2 millimetres were released.patient outcome:a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
PMA/510(k) #: p050017/s006. The zfv6-80-10-4.0 device of lot number c1782606 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 23rd april 2021. On evaluation of the device it was noted that the stent was partially deployed at approximately 3.0mm at the distal end of the outer sheath at the distal white tip. The device flushed as expected and a 0.035 wireguide passed through. The red safety lock was removed on return. Prior to zfv6-125-10-8.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for zfv6-125-10-8.0 of lot number c1782606 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. There is no evidence to suggest that the user did not follow the instructions for use (ifu0058-4). A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to how the device was handled when being removed from the packaging. At this time, it is unknown if the customer inspected the packaging for damage prior to being opened. In addition, when the device underwent lab evaluation it was noted that the red safety lock was removed on return. Currently, it is also unknown when the safety lock was removed. If this information is provided in the future, the file will be updated. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence as the device did not make contact the patient. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The investigation was concluded on the 16-jul-2021, this supplement report is being submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) #: p050017/s006. Device was evaluated on 23-apr-2021. Approximately 3mm of the stent was noted to be partially deployed. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental follow-up report is being submitted due to the receipt and evaluation of the complaint device on 23-apr-2021 and receipt of additional information on 30-apr-2021. Additional information received on 30-apr-2021 as follows: they say ¿ the safety look was in place! They saw it on the table. Initial report details: the stent was 2mm released although it was still secured. "As per cc form": after unpacking, before the stent is pushed onto the wire, it was determined that the stent can already be seen. The fuse was still in the system and still about 2 millimetres were released. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.